Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information reported the injector has been discarded.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts ¿the stent would not retract¿. Device was not implanted. Surgery was completed with a backup.